Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-13341. The pt has two leads from the same lot number. The pt reported she was receiving stimulation, however, when she would move around the stimulation diminishes and becomes less efficient. The pt also stated she feels some discomfort at their ipg site. X-rays confirmed the pt's leads had not migrated. F/u info identified the pt's ipg was explanted and replaced on (B)(6) 2013. F/u pending.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.